Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead dislodged from the coronary sinus. Attempting to recannulate the coronary sinus resulted in a coronary sinus dissection. The patient remained hemodynamically stable. The lv lead implant was abandoned and the lead was removed. No further patient complications have been reported as a result of this event.